Event description:
It was reported that: "the first coil, 2/4 ref #pres0204cxpplt lot# f220701319. Detached from the introducer without the detachment device and caused non target embo in the distal right hepatic artery and couldn't be retrieved." Update 03mar2023: "the final outcome of the case was successful there was no harm to the patient. The migrated coil actually shutdown the vessel and she was able to treat the target zone with particles. The first coil that detached was because of the pack and it knotted upon itself. She thinks when she went to reposition the coil she did not move mc to take out that knot out and therefore the coil detached."

Manufacturer narrative:
Balt USA reference #4857 an evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f220701319 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.